Event description:
It was reported that a the suction of a renasys device failed, and the device alarmed to alert the user. The suction failure resulted in a lack of exudate flow, which led to wound maceration. The wound was re-dressed and therapy continued.